Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the unspecified access set was incompatible-loose while in use with a medication bag. This issue was further describe as the spike fell out of the bag spilling the medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.